Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2018-00471. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 22may2018 as follows: pt allegedly received an implant on (B)(6) 2014 via the right jugular vein as prophylaxis prior to cancer surgery. Pt is alleging device is unable to be retrieved and thrombus within the filter. Pt. Further alleges failed retrieval attempt on (B)(6) 2014. Additionally, pt. Alleges need for lifelong monitoring of filter. Additional unsuccessful percutaneous retrieval attempt was made on (B)(6) 2015.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 24jul2018 on a report with an incorrect follow up # 3. Therefore, this report is being submitted as a correction follow up # 1. Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, thrombus within filter, unable to retrieve, lifelong monitoring '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported lifelong monitoring is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.